Event description:
Customer returned gi pump for repair as it was reported the device was faulty.

Manufacturer narrative:
This report details a malfunction of the solar gi device, a malfunction that was not observed during use of the device on a patient. On december 18, 2025, laborie had a meeting with the FDA where in FDA requested complaints for negative pressure be re-evaluated and submitted as an MDR.